Manufacturer narrative:
A1: patient identifier: device not used on patient, discovered prior to use. A2: age or date of birth: device not used on patient, discovered prior to use. A3a: sex: device not used on patient, discovered prior to use. A3b: gender: n/a a4: weight: device not used on patient, discovered prior to use. A5: ethnicity: device not used on patient, discovered prior to use. A6: race: device not used on patient, discovered prior to use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the third device reported, for the first and second device reported that was used during the same case see mdrs 3013394970-2024-00131 and 3013394970-2024-00132.

Event description:
The user facility reported that they had multiple angio-seal that were opened, and the sheath component of the device were very brittle that upon touching the sheath, the sheath broke in multiple pieces. One of the open devices (sheath) was inserted into the patient and broke off intra-operatively, inside the patient. Two other devices were opened after to check for a similar issue. Upon further conversations and investigation with the customer, it revealed that this might have been a storage issue. They rarely use the 8fr devices, and it was stored in a pyxis system with low light on the product. Thus, concluding that the device may have been sitting with direct low light for quite some time. The procedure being performed on the patient prior to closure device was a coronary procedure. The blood loss was less than 250cc. On 19mar2024 terumo medical received FDA medwatch report # mw5152215. The event descriptions states: "angio-seal closure device crumbled and broke apart when attempting to insert device into patient post cardiac catheterization. Multiple items with the same lot number affected."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for exposure to lighting during storage. The likely cause was determined to have been improper storage as the device was stored in a pyxis system and may have been exposed to lighting resulting in embrittlement of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).